Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the automated impella controller (aic) would not detect the purge disc of the new cassette. This was resolved by switching to another console, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation was complete. The device was returned and evaluated. The device logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested. The purge disc retainer was confirmed to be loose. The purge disc retainer was confirmed to be loose causing issues with purge disc detection mechanism. D.2 common device name was revised from the initial manufacturer device report number 1220648-2024-15236 in accordance with updated procedures. D.4 revised serial number as was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-15236. D.6a and d.6b implant and explant dates were reported in error on the initial manufacturer device report number 1220648-2024-15236 as automated impella controllers are not implanted. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-15236 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 a new health effect - impact code was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15236.